Manufacturer narrative:
Device manufacturer: 600 mts. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a clearlink system non dehp solution set became dislodged from a solution bag which resulted in a leak of fluid. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.